Event description:
Customer reported an issue with the pump displaying incorrect time, with a discrepancy of greater than five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time and performed a reset, advising the customer to monitor the situation and follow up if the discrepancy reoccurred. The customer understood and acknowledged the instructions.